Event description:
It was reported that on (B)(6) 2008 the patient underwent open reduction of c5-6 fracture dislocation. Posterior spinal fusion c4 to c6. Spinal inst rumentation with 12mm screws and two rods. Local bone graft, rhbmp-2/acs and bone bank bone. Mep and ssep neural monitoring. Preoperative diagnosis: c5-6 subluxation with instability. Per-op notes: "next we compressed the c5-6 level to reduce the facet joint. We got a successful reduction. We tightened down the set screws. We then placed our rod on the left side. We then got an x rays. The x rays demonstrated good position of our lateral mass screws as well as the reduction. We then proceeded with decorticating the bony surfaces followed by placement of rhbmp-2/acs, osteofil local bone and cancellous chips."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior spine fusion at c4-c6 with the use of local bone graft, bone bank bone, and rhbmp-2/acs. It was reported that imaging studies showed that the patient had developed uncontrolled bone growth and resulting nerve compression at or near the implant site. It was reported that the patient now experiences severe injuries and damages including but not limited to chronic pain, radiculitis, emotional distress, and mental anguish.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.